Event description:
Pt has history of vt arrest, status/post mi, status/post ICD implant 1995 with 6936 lead with device at eri. Pt 100% v paced in "8-new" rhythm in vj mode. A new rv defib lead and ra lead placed and leads capped. Defib testing performed. Vt induced with shock to t. Device detected vf with good sensing. Declared episode but failed to charge. External defib was successful. Re-interougation revealed that device would not charge. Shortly after this, pacing output failed and emergent temporary pm lead placed via right femoral/vein. ICD removed from pocket (no visible marks on device) and tested and ok. New ICD attached to leads. Impedance and thresholds ok.